Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubies in drawer 1.2 kept failing and not detected on bus. A field service engineer assisted the customer, and the drawer pockets were successfully recovered, disconnected and reseated the cables, as well as reseated all pockets, completed inventory and tested the device, confirming that it was operating properly. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubies in drawer 1.2 kept failing and not detected on bus. The customer tried to access medication but unable to access medication. However, there were no delay or adverse events or injuries reported based on this event.